Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Salesforce case # (B)(4) npi 8300 failing co2 accuracy test during co2 accuracy, test would fail due to it not seeing air flow. Sn (B)(4). Failure device type: alaris system instrument. Failure problem type: 8300. Failure mode: pm testing. Case resolution: asked the biomed how his setup was for the co2 calibration. Found out he had the tube from the co2 can connected to the exhaust port. Had him switch the connection to the intake side. Biomed reran the co2 calibration and the unit passed.